Manufacturer narrative:
The involved erc was manufactured in 2014 and, according to the review of the livanova complaints database, one further event related to this unit have been reported in the past. Based on all the above facts and considering repair activity results, the root cause of the reported issue was traced back to defective photo sensor component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in japan. A livanova field service engineer was dispatched to the customer site and the issue was reproduced: the error ¿arterial clamp malfunctioned' and ¿centrifugal pump 3: arterial clamp does not open/close¿ appeared. In addition, the clamp button on the cp5 control panel monitor disappeared and subsequently became inoperable. The erc was replaced at customer site and further investigated at livanova japan the erc was visually checked, and it was found the pins of the odu socket of the erc's power cable were damaged. The erc clamp control was replaced and the symptoms remained the same. Therefore, the erc will be sent to manufacturer for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of an erc returned the "arterial clamp is broken" error occurred during set up before use. The auto-clamp function on the control panel of cp5 was tuned of and on and this did not resolve the problem. Also disconnect and reconnect the s5 cable did not resolde the problem. There was no patient involvement.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The investigator could reproduce the reported issue. In order to fix it, photo sensor with its cable was replaced since defective. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.